Event description:
(B)(4). According to the information received, a patient had "unclarified abdominal pain" on (B)(6) 2011. Surgery was required for a bowel perforation at the proximal rectum (hartmann procedure with the creation of a stoma).

Event description:
(B)(6). Date of event: (B)(6) 2011. According to the information received, a patient had "unclarified abdominal pain" on (B)(6) 2011. Surgery was required for a bowel perforation at the proximal rectum (hartmann procedure with the creation of a stoma).

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available a follow-up report will be submitted. Follow up report #1: a medical review was performed by coloplast. According to the instructions for use (IFU) for peristeen, bowel perforation is a very rare complication. The user is instructed to contact a health care professional if he/she during or after anal irrigation, experiences severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. According to the literature and post-marketing experience risk factors include underlying diseases and treatments leading to weakening or obstruction of the bowel. This is addressed in the IFU and the user is instructed to consult and get thoroughly instructed by a health care professional before using the product. A bowel perforation can also occur if the procedure is not performed in accordance with the IFU. Therefore the IFU includes the information that anal irrigation should only be initiated after instructions from a health care professional. In this case a (B)(6) male, instructed by healthy care professional, suffered a rectal perforation after 3 weeks treatment with peristeen anal irrigation. Surgery of bowel perforation with closure of the proximal rectum and creation of a stoma was performed. The patient had the sigmoid colon removed in (B)(6) 2008 due to cancer and in (B)(6) 2011 a colonoscopic evaluation showed diverticules. The time of the event appear suggestive of a relationship. Concomitant factors include colon ca surgery (rectal resection), presence of diverticules and daily use of lactulose. The use of peristeen anal irrigation was recommended by the hospital even though the precautions of the patient's bowel. The most likely cause of this event is damage to the rectal wall due to daily irrigations and that the procedure is not performed according to the IFU. Here it is stated that special caution must be shown if the patient "have or have had previous abdominal or anal surgery", "have or have had cancer in the abdominal or pelvic region", or "have or have had diverticular disease".a contributing factor to the event may have been the daily use of lactulose. There is no indication that the injury is caused by any malfunction, failure or deterioration in the characteristics and/or performance of the product.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information becomes available a follow-up report will be submitted.